Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer stated that paramedics had to be called to treat her for hypoglycemia. The reported blood glucose reading was 20 mg/dl. Troubleshooting was performed. The programming and histories in the insulin pump were accurate. The insulin pump passed the prime and displacement tests. Nothing further was reported.